Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, error e433 occurred due to a defective high voltage power supply (hvps) board. Likely causes of a defective hvps are the following: 1. The supply voltage from the hvps board is missing or too low (permanent error). 2. A defective hvps board due to a short circuit of the mos transistors (permanent error). In such cases, the user may sometimes observe popping noises or flashes. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a suitable replacement device must be provided during an application.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the initial inspection of the device. The suspect device was returned to olympus, and upon testing, the device displayed an error code indicating a defective high voltage power supply board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported to olympus that the hf unit "esg-400" had "blown up" during a therapeutic transurethral resection of the prostate (turp). The device let off a loud bang and had to be removed from use. The procedure was converted to mono polar turp - using glycine and was completed without further incident. There was no harm or user injury reported due to the event. The device was inspected prior to use with no issues noted.